Event description:
Kendall notified in 2001 of the following incident. Entriflex tubes trialed in ICU. Rn placed extriflex tube on vented patient. Patient was cooperative and rn stated no difficulties in tube placement. However, rn did not flush tube/irrigate with solution prior to insertion and did not lubricate prior to removing stylet. Directions for entriflex were read after insertion, and when stylet could not be easily removed, x-ray revealed perforation of lungs by weighted end of tube. This tube has a hydromer coating which makes lubrication for insertion of feeding tube and removal of stylet. While x-rays were being processed the patient began to decompress. A bilateral pneumothorax was confirmed by x-ray, perforation of the lungs.